Event description:
It was reported that the screw between hand piece and the consumable was cracked and broke itself when the hand piece was removed after the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the nose cone cracked and the acoustic isolator torn; in addition the horn was found to be detached from the handpiece housing. However, no anomalies were noted with the 4-40 threaded stud. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.